Manufacturer narrative:
Concomitant medical products and therapy dates. Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2016-01-25). The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath had broken off and cracked. A large fragment is broken off. However, no parts are actually missing. Furthermore, there are clearly visible scratches on the inner surface of the ceramic insulation. Causal for this damage and the breakage of the ceramic insulation is mechanical overload by the application of excessive force like impact, fall, shock or similar stress. It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged since otherwise this can cause injuries to the patient and/or user. The user apparently did not follow these instructions since the damage and breakage of the ceramic insulation were caused by mechanical overload. Therefore this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The inner sheath was not yet returned to olympus for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder tumor (turbt) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell inside the patient when the high-frequency output of the unspecified electrosurgical generator was activated the first time. No fragments remained inside the patient as they were reportedly retrieved by unknown approach. No further information was provided but there was no report about an adverse event or patient injury.